Event description:
The customer called to report extreme high and low blood glucose levels. The customer stated that she was treated by the paramedics for low blood glucose levels prior to calling. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests. The customer did not have tubing clamp to perform the high pressure test. The customer requested to have the insulin pump replaced. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.